Manufacturer narrative:
The reported event could be confirmed, although the affected device was not returned but a few x-rays were shared which confirm the alleged failure. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. A few x-rays were provided which were presented to our medical expert for evaluation, questions about confirmation of the non-union, its likely reasons and about breakage of the distal screw were asked, to which the medical expert replied: ¿yes, it is a shaft fracture with non-union. Poor reposition and no compression on the fracture site. The medial fragment is not restored and aligned to the shaft. Therefore the non-union developed. [¿] due to the non-union a ¿self-dynamization¿ occurred and the screw broke.¿ strictly, based on the x-rays provided and the medical opinion, the root cause of the failure is determined to be user related. There was an inadequate repositioning and compression of the fracture site, which led to a non-union, consequently load on the nail increased leading to the breakage of the screw. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "removal of left stryker t2 recon nail due to non-union of femoral fracture." "Broken distal screw."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "removal of left stryker t2 recon nail due to non-union of femoral fracture."